Event description:
Customer testing on accu-chek advantage system. Reporter states customer got back to back readings on the same meter with results of over 200mg/dl and the low 100'smg/dl. Reporter states customer was not having any high blood glucose symptoms. Location of testing was not provided. Quality controls were run, 2 months ago, and were within range. No death or serious injury reported. No actions were taken based on the readings. A request was made for return of the suspect product, and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot #549511, exp date 2/29/08.

Manufacturer narrative:
The suspect product is the comfort curve test strips.